Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) revealed that the comb was bent out of shape and had sharp edges on the underside. The cutter was not able to be inserted and roll smoothly, therefore, the pretest could not be performed. The customer returned a 1.5:1 ratio cutter that had previously been tested was found to not pass zimmer biomet mesh test criteria. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) included replacement of the comb. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since no testing was able to be performed to try to replicate the reported event. However, during the initial inspection it was noted that the comb was bent out of shape and had sharp edges on the underside. No testing was able to be performed to try to replicate the reported event. However, during the initial inspection it was noted that the comb was bent out of shape and had sharp edges on the underside. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that during surgery the skin graft was torn after "meshing." Investigation results revealed that the comb was bent. No adverse events have been reported as a result of the malfunction.